Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: elastomer pump should run for 48 hours. However, it had already run in after 20 hours. The patient noticed this. Possible serious consequences: patient had side effects from the therapy. Patient reported not feeling well for the first 24 hours after the last therapy, had to vomit and had diarrhea, improved after taking the pump, but of course did not help with bowel movements, then calmed down again quickly overall, no signs of infection, no fever, sufficient hematological recovery. Reported that the 5 fu pump was already empty after 20 hours in the last cycle (dd increased hematologic tox, as well as nausea in the context of too rapid 5 fu administration. Subsequent therapy could only be restarted two weeks later. It was only then that the problem was properly realized and noticed and this report was made. The empty pump was disposed of and is not available. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Investigation results: final control flow rate report of affected batch 23h28ged81 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -4.97% and 3.17%. As no complaint sample was received, further investigation was not possible. There are some possibilities that can cause the sample empties faster than nominal time in actual application, such as one or combination factors of more than one as below:- factor 1: temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 2ml/hr to 2.36ml/hr. Factor 2: folded outer shell (outer layer) folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Factor 3: external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Conclusion: as no complaint sample was received, further investigation was not possible. Therefore, this complaint is considered as not confirmed.